Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of an advance preloaded injector (model: r-inj-09). The event description provided by the healthcare facility states that the injector became jammed during use. For further information please refer to rayner intraocular lenses limited's MDR 9611165-2014-00070.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of production records for the r-inj-09 injector batch v443 showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the r-inj-09 injector ((B)(4) 2013) was carried out in order to determine if any trends existed. This review concluded that, no other incidents, or any type, have been received against the r-inj-09 batch (B)(4).